Event description:
It was reported that a user on the iLet experienced recurrent low glucose after automated corrections for a preceding high, with highs occurring after meals that were primarily announced as ¿Less,¿ suggesting potential maladaptation related to meal announcements and early use of the system. Symptoms included hyperglycemia and hypoglycemia. Outcomes included serious illness/impairment and unexpected medical intervention requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal announcement behavior, and an interaction with the user interface; the medical device problem was categorized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.